Event description:
It was reported that the right ventricular (rv) lead coil appeared damaged on x-ray. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor was distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. Visual analysis noted the lead had apparent explant damage.